Event description:
It was reported that the customer received a couple of no delivery alarms. No additional information could be obtained as the call got disconnected and attempts were made but customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the no delivery alarm occurred while delivering a bolus. The customer declined troubleshooting for the issue.